Manufacturer narrative:
The evaluation code-conclusion applies to the lead.

Manufacturer narrative:
Analysis of the ins, njy231591h, found that the device was functionally okay and there were insignificant anomalies. Analysis of the lead, va0e9ek, found that the conductors on the stim lead body were broken and the anchor site unknown. Conductors were broken 12.1cm from the distal end. There were three unknown conductors that were broken 13.0cm from the distal end. Evaluation code-results apply to the ins, while apply to the lead. Evaluation code-conclusion applies to the ins, while applies to the lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0e9ek, implanted: (B)(6) 2013, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was a return of baseline symptoms. The cause was unknown, but the patient had impedance readings greater than 4,000, leading to a replacement of the lead. During the lead replacement, the patient had a motor response with the lead, but there were still impedances over 4,000 so the implantable neurostimulator (ins) was replaced, as well. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.